Manufacturer narrative:
H.6 investigation summary: a device history record review was performed for provided lot number 9329119 and the review revealed one quality notification during the production process. There was a detected issue regarding incorrect print on the luer port during the production process; all affected material was disposed of and inspections were held to ensure the new and remaining product met specifications. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system 22 ga 1.00 in experienced air bubbles/air in line which was noted after use. The following information was provided by the initial reporter: material no.: 383591 batch no.: 9329119. Complaint 2 of 4. Per complaint form: when the radiologist is reading the scan, he visualized approx. 1-2 cc of air bubbles in the pulmonary artery. This has happened 5 times according to the charge tech. March 6th was the first incident. 4x diffusics was started in CT, one time diffusics was started in emergency department. The charge tech noted that its the same radiologist that visualized the air bubbles each time. He also noted that this radiologist is "highly detail orientated".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The patient's age was provided without the date of birth. As a result, a default date of birth has been listed as (B)(6) 1960.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system 22 ga 1.00 in experienced air bubbles/air in line which was noted after use. The following information was provided by the initial reporter: material no.: 383591, batch no.: 9329119. Complaint 2 of 4. Per complaint form: when the radiologist is reading the scan, he visualized approx. 1-2 cc of air bubbles in the pulmonary artery. This has happened 5 times according to the charge tech. March 6th was the first incident. 4x diffusics was started in CT, one time diffusics was started in ed. The charge tech noted that its the same radiologist that visualized the air bubbles each time. He also noted that this radiologist is "highly detail orientated".